Event description:
While using a disposable 6mm burr, physician noticed small metal shavings coming from the burr. Physician stopped using burr and thoroughly irrigated out the shoulder.what was the original intended procedure?shoulder arthroscopy.